Manufacturer narrative:
Device evaluated by MFR: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an glare with explanted intraocular lens in right eye after cataract surgery.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. No service record relevant to the complaint reported event was found. The service installation and service procedure notes all surgical systems are verified to meet specifications after installation and customer initiated servicing in accordance with the applicable service test procedure (stp). A review for complaints reported against this lot/batch/serial number was performed. The complaint is in progress at the time of this investigation. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).